Event description:
It was reported that myopotential oversensing was observed on the right ventricular channel on the implantable cardioverter defibrillator (ICD). Programming changes were completed. The patient was doing well and being monitored remotely.